Event description:
It was reported that the user observed a sensor glucose of 83 mg/dl, disconnected the ilet pump without pausing or shutting it down due to concern for a low, treated preemptively with oral glucose, and subsequently experienced hyperglycemia until reconnecting the pump, after which glucose corrected. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including counseling that disconnecting without pausing or shutting down and pre-treating at higher glucose values can lead to maladaptive responses and additional lows, and the user was referred for additional training. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component fault. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.